Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 213650 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 213650, test base part number 195-430wjr/ lot: 211914. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 213650 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text: single use, device discarded.

Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal sample. Initial testing was performed using a binaxnow covid-19 antigen self-test on (B)(6) 2023 which produced a positive result. Confirmation testing was performed on (B)(6) 2023 using an unknown pcr platform which produced a positive result. The consumer confirmed there was no death or serious injury. Additionally, the consumer confirmed there was no delay or impact in the patient's treatment.